Manufacturer narrative:
(B)(6). H3: one device was received for evaluation. Service history review identified this device has not been in for service in the previous 12 months. The customer issue was confirmed through visual inspection. The does not increment when the device is closed and the battery for the internal clock needs replacement. The root cause of the issue was a defective mainboard. The main board was replaced, and the device passed all functional testing after the repairs.

Event description:
It was reported that the device exhibited error code 46507. The time does not increment when the device is closed (battery for the internal clock needs replacing). There was unknown reported patient involvement.